Event description:
Removal if endosseous dental implant. Implant was placed on (B)(6) 2012 in site area #4. An infection was involved in the event. The implant was removed on (B)(6) 2013 due to mobility. Med history: joint replacement.